Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the batteries were not right and the patient didn't know if the device was working because they had to ramp up the settings but nothing happened. No patient symptoms reported. The issue was reported to have started several months ago. On (B)(6) 2016 the patient reported they were told they needed to get the battery changed out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.